Event description:
Additional information received from the clinical site indicated the pump flipped over 180 degrees. The patient was able to flip the pump back and successfully activate the personal therapy manager (ptm) on (B)(6) 2016. The pump was repositioned on (B)(6) 2016; the event resolved without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the flip pump was related to the pump pocket.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient in a clinical study who was receiving morphine with concentration 15.0 mg/ml at a dose rate of 5.997 mg/day, bupivacaine with concentration 20.0 mg/ml at a dose rate of 7.995 mg/day, compounded baclofen with concentration 750.0 mcg/ml at a dose rate of 299.83 mcg/day, and clonidine with concentration 100.0 mcg/ml at a dose rate of 39.98 mcg/day via an implantable pump as of (B)(6) 2016 for non-malignant pain and lumbar radiculopathy. The infusion mode of the pump was simple continuous. It was reported that the patient was clinically diagnosed with pain at the pump site on (B)(6) 2015 which was greater than two weeks following a pump replacement. Programming from the most recent refill prior to the event was (B)(6) 2016. The drug lot number of compounded baclofen was unknown. No action/intervention was taken and the event was ongoing. The patient was clinically diagnosed with redness at the pump site; date of diagnosis was (B)(6) 2016. Intervention included administration of bactrim and clindamycin on (B)(6) 2016. The redness at the pump site resolved without sequelae as of (B)(6) 2016. As of (B)(6) 2016, the pump administered the following medications: morphine with concentration 15.0 mg/ml at a dose rate of 6.303 mg/day, bupivacaine with concentration 20.0 mg/ml at a dose rate of 8.404 mg/day, compounded baclofen with concentration 750.0 mcg/ml at a dose rate of 315.14 mcg/day, and clonidi ne with concentration 100.0 mcg/ml at a dose rate of 42.02 mcg/day. Regarding the patient activated (pa) dosing, the total maximum daily dose rate was increased 73% on (B)(6) 2016 as follows: morphine 10.895 mg/day, bupivacaine 14.526 mg/day, compounded baclofen 544.74 mcg/day, and clonidine 72.63 mcg/day. Delayed healing of the pump pocket incision was also clinically diagnosed. Nearly three months following a pump replacement, examination on (B)(6) 2016 revealed redness and areas that looked wet at the pump pocket site. The event was ongoing. Intervention included administration of bacitracin on (B)(6) 2016. The device diagnosis was pump migration. The event was ongoing. Medical or non-surgical therapy on (B)(6) 2016 included the patient having resumed wearing an abdominal binder. It was noted that the patient indicated on (B)(6) 2016 that they felt their pump was moving around and on (B)(6) 2016 they felt like the top part of the pump was leaning forward. As of (B)(6) 2016, the pump administered the following medications: morphine with concentration 15.0 mg/ml at a dose rate of 6.303 mg/day, bupivacaine with concentration 20.0 mg/ml at a dose rate of 8.404 mg/day, compounded baclofen with concentration 1,000.0 mcg/ml at a dose rate of 420.2 mcg/day, and clonidine with concentration 100.0 mcg/ml at a dose rate of 42.02 mcg/day. Regarding etiology, the events including pain at the pump site, redness at the pump site incision, and delayed healing of the pump pocket incision were noted as not having been related to the device or therapy, but were related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.